Manufacturer narrative:
(B)(4). Device evaluation: baxter hayward received the sample for evaluation. Two pouches included in the floseal kit were received sealed. The complaint sample was visually inspected for foreign particles. The "black hair" in question was not found. The complaint was not confirmed. Retain samples for ha110620 were also visually evaluated and no abnormalities were found. The batch record and non-conformance databases were reviewed and no abnormalities were found that could lead to package particles. This complaint will be kept on file for trending purposes.

Event description:
It was reported by a nurse that a piece of black hair was found in the sealed package of floseal. No additional information is expected from the customer. There was no patient involved, and no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the foreign body inside the sealed package was identified prior to use, so no patient involvement or injury was reported. If such type of hazard would reoccur and user will not recognize the foreign body prior to use, although sterility of all content of the sealed package is ensured if package is unbroken, in a worst case clinical scenario such kind of particle which is introduced into the surgical field would probably lead to a minimal foreign body reaction, which only in exceptional cases will cause harm or serious injury. (B)(4). A follow-up report will be submitted upon evaluation of the complaint sample.